Event description:
It was reported that a restoration modular fluted distal stem 17x267mm bowed was implanted, and the previously used mt3 proximal body and 36mm body were attached. The surgeon tightened the screw with the 5mm bolt attached to the t-handle and the head of the screw broke off.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.